Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation.

Event description:
There was a complaint of a display issue with a coaguchek xs meter. The customer stated after changing the batteries she could clearly see the meter¿s memory but she could see in the background a faded display. A result of 3.4 inr on (B)(6) 2021 was displayed in the meter¿s memory. A display check was performed, the three big 8¿s were in the result field. Upon gathering additional information, she clarified seeing error and the picture of the meter on the upper part of the meter¿s memory. The customer could only see part of the full display in the background of the meter¿s memory and did not see the 888 in the results field as part of the faded display.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.